Event description:
Forty eight hrs post operative, pt complained about problem defecating. Provided a foley catheter to treat urinary retention. Day 3, complained of bad diarrhea. Brought pt back day 4 and appeared tachycardic with a white count of 20. The doctor suspected pelvic sepsis, but wasn't sure where it came from. Starting pt on antibiotics.

Manufacturer narrative:
Thd spa became aware of the event very late because it was notified by (B)(6) only in jun 2013, while the event was dated in the yr 2010. In this case thd spa cannot make an eval about the event; in particular it cannot investigate the adverse event and the thd slide device.